Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of accidentally putting insulin pump in suspend after changing battery and was not able to get out of suspend as buttons were not responding. Customer's blood glucose was 297 mg/dl. Battery was changed due to failed battery test alarm. Customer reported that insulin pump may have dropped insulin pump. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm. Unit received with no button response due to corroded up keypad trace. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.